Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:3006705815-2023-05885. It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. It was also reported that the patient's lead had migrated. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg and leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.